Event description:
Patient was using phoenix machine for dialysis. The dialysis machine screen indicated that 3.03 liters of fluid was removed from the patient. The patient's pre-weight was 51.9 kg and post weight was 50.7 kg.